Manufacturer narrative:
During evaluation, one reported issue was confirmed: the lock engagement lever had low elevation. During examination, the following issues were noted: the bending section cover adhesive was cracked; the insertion tube was cracked; and the light guide tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera iii duodenovideoscope had defects around the connector cover and the forceps elevator. This issue was identified during preparation prior to use. The device was returned to olympus medical for evaluation. During evaluation, foreign material was identified. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
The initial medwatch reported the returned device found foreign material and the lock engagement lever had low elevation during evaluation; however; this was reported incorrectly as no foreign material was identified. Per the legal manufacturer, there is no potential for the issue of the lock engagement lever with low elevation to cause or contribute to death or serious injury if the malfunction were to recur.